Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose level was 19 mg/dl. The customer was treated with glucagon shot. Customer stated the insulin pump alarmed compromised force sensor system. The customer stated that the drive support cap was sticking out. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with operating currents within spec. Device passed basic occlusion test and displacement test. No compromised force sensor system alarm were noted. However, unable to prime unit during prime test due to slightly loose drive support disk. Unable to perform occlusion test, delivery accuracy test and excessive no delivery test due to prime anomaly. Device received with minor scratched display window and case. Device received with missing end cap sticker and stained back address or serial number label.